Manufacturer narrative:
Citation: lange p. Bivalirudin vs heparin in patients who undergo transcatheter aortic valve implantation can j cardiol. 2015 aug;31 (8):998-1003. Doi: 10.1016/j.cjca.2015.02.029, earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding bivalirudin versus heparin during transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2007 and 2012. The study population included 461 patients (predominantly female; mean age 81 years), 180 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: life-threatening bleeding and vascular complication, myocardial infarction (mi), and stroke. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.